Event description:
End user hear a popping sound while driving the tdxspree-cg power wheel chair. Chair started driving in circles and end user noticed grease on the ground and two parts from the motor.